Event description:
It was reported that the customer's insulin pump was cracked on the reservoir compartment. Customer's blood glucose was 110 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was received with a broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection.